Manufacturer narrative:
The suspect device has been returned to olympus for evaluation. Once the investigation is complete, the device evaluation results will be submitted in a supplemental report.

Event description:
A user facility reported to olympus that the device was powering off. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause was an unstable power cord connection.